Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 120 units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy.